Event description:
It was reported by that during a laparoscopic appendectomy procedure that the jaws of the stapler closed completely but the stapler miss-fired and staples did not form. Unknown as to how the device was removed from tissue. Procedure was converted to an open ileocecectomy. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the surgeon typically use a 60 mm endocutter for appendectomy or were there other circumstances that led to the 60 mm choice? Was the indication for the procedure acute appendicitis or post appendicitis appendectomy? What is meant by ¿staples did not form¿ and ¿stapler misfired¿? Can you give more information regarding the staples and their shape? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/28/22. Additional information requested and the following was received: does the surgeon typically use a 60 mm endocutter for an appendectomy or were there other circumstances that led to the 60 mm choice? There was a fair amount of inflammation. Typically they use an ats45. Was the indication for the procedure acute appendicitis or post appendicitis appendectomy? The appendix had not burst. It was great inflamed with lots if adhesions. What is meant by ¿staples did not form¿ and ¿stapler misfired¿? The stapler fired, but when the jaws were open, completely unformed staples were across the entire cut line. Can you give more information regarding the staples and their shape? Most of the staples, roughly 80%, were completely unformed. No bend in the staples whatsoever. A couple of days after the case I asked and was told there were no adverse effects.

Manufacturer narrative:
(B)(4). Date sent: 2/15/2022. D4: batch #309a43 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.